Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net. Reviewing the transmission revealed that the implantable cardioverter defibrillator was in backup mode. The patient presented to clinic and a device restoration was performed successfully. No patient symptoms were reported.